Manufacturer narrative:
The field service engineer (fse) observed a faulty red blood cell (rbc) bath. The fse replaced the rbc bath to resolve the reported issue and proactively replaced the associated tubing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the rbc bath. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported red blood cell (rbc) and platelet (plt) background failures involving the coulter lh 500 hematology analyzer. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.